Event description:
Related manufacturer reference number: 2017865-2022-45520. It was reported that noise was observed on the right ventricular (rv) lead. During the rv lead explant revision procedure, there were extraction complications, consequently, the right atrial (ra) lead was removed with noise seen as well. The patient was stable before, during, and after the procedure.

Event description:
New information received that episodes of pacing inhibition due to oversensing noise on both the right ventricular (rv) lead and the right atrial (ra) lead were noted.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone, consistent with friction to the device can.